Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 3rd august 2017. Suspected fault within the j11 connector. The returned pad-pak performed for approximately 10 months prior to depletion on the 8th august 2018. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led, as per the reported fault. The battery pack was investigated, with no abnormalities found on the cells, crimps or connections, and the battery monitoring circuit was verified without fault. 10-minute timeouts were observed in the device memory with investigation revealing a fault on the key3 line of the microprocessor. It is reasonable to conclude from these symptoms, along with the prematurely depleted pad-pak, that a fault had occurred, allowing leakage current between the on_button track and the key3 line - although this could not be confirmed during the investigation. No visual abnormalities were observed on the membrane tail or within the j11 connector. However, this is the only region in which 18v can short-circuit onto the key3 line. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
The device alarm sounds at regular intervals. Standby indication is red, there was no patient invovlved in this event.